Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional

Event description:
Boston scientific received information that this patient had been falling on and off for a number of years. The patient stated that she does not know if she passed out during these falls. The patient's pacing system consisted of a boston scientific pacemaker and competitive atrial and ventricular leads. As the device was nearing replacement time, a changeout procedure was scheduled. Prior to the procedure, a boston scientific sales representative was concerned that the competitive atrial lead was not working appropriately. They spent quite a bit of time working on the lead before the actual replacement procedure. Additionally, the right ventricular (rv) lead was programmed to unipolar pacing and bipolar sensing. Bipolar rv impedance measurements were "n/r" but unipolar impedance measurements were stable at 620 ohms. The device was explanted and replaced without incident. At the device follow up, the patient was informed that she was in atrial fibrillation (af) and only her right ventricular (rv) lead was working.